Event description:
It was reported that multiple cartridges were damaged at the o-ring, interrupting insulin delivery. Reportedly, a new cartridge was loaded to address the issue. Customer's blood glucose level was 192 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.